Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained contralaterally via the femoral artery. The 99% stenosed de novo target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. On the first inflation the 4.0mm x 20.0mm x 144cm coyote es balloon was inflated to an unknown atms. The balloon ruptured at 8atms on the second inflation. The ruptured balloon was removed intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status is good.